Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had mine out on (B)(6)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), weight decreased ("I am down 12lbs") and abdominal distension ("bloating"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, medical device removal and weight decreased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described vis social media : weight decreased, abdominal distension, medical device removal" incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had mine out on (B)(6) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), weight decreased ("I am down 12lbs") and abdominal distension ("bloating"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, medical device removal and weight decreased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described vis social media : weight decreased, abdominal distension, medical device removal." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had mine out on (B)(6)) and cholecystectomy ('gallbladder removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant), was found to have weight decreased ("I am down 12lbs") and experienced abdominal distension ("bloating"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, weight decreased and cholecystectomy outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, cholecystectomy, medical device removal and weight decreased to be related to essure. ¿concerning the injuries reported in this case, the following were described vis social media : weight decreased, abdominal distension, medical device removal, gall bladder removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: added reporter. Added event gallbladder removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.